Event description:
It was reported that pump displayed malfunction alarm after being splashed with water and same malfunction code recurred even after reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.